Manufacturer narrative:
Literature citation: gianni c, et al., (2025). Percutaneous aspiration thrombectomy in patients with persistent left atrial appendage thrombus. Jacc: clinical electrophysiology, vol. 11, no. 11. Http://doi.org/10.1016/j.jacep.2025.06.018. B3: event date not reported in the article. Event date estimated based on date of article publication. D6a: implant date not reported in the article. Implant date estimated based on date of article publication. E1: facility name: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) # and other specific product information.

Event description:
It was reported via literature that transient ischemic attack and device did not seal occurred. This literature article discusses 22 cases of percutaneous aspiration thrombectomy (at) in patients with persistent left atrial appendage (laa) thrombus with subsequent laa closure. Aspiration thrombectomy was performed either manually, with a syringe, or mechanically with the aid of an aspiration pump. After at, laa closure was performed with either a watchman flx, watchman flx pro, or non-boston scientific laa occluder. Laa closure was successful in all cases. One patient who was discharged with half-dose apixaban after implantation of a 40mm watchman flx pro device experienced a transient ischemic attack 3 weeks post-implant. The patient's apixaban dose was increased to 5mg twice daily. The patient's 6-week transesophageal echocardiogram revealed the presence of a peri-device leak. The leak was subsequently closed at 2 months.

Event description:
It was reported via literature that transient ischemic attack and device did not seal occurred. This literature article discusses 22 cases of percutaneous aspiration thrombectomy (at) in patients with persistent left atrial appendage (laa) thrombus with subsequent laa closure. Aspiration thrombectomy was performed either manually, with a syringe, or mechanically with the aid of an aspiration pump. After at, laa closure was performed with either a watchman flx, watchman flx pro, or non-boston scientific laa occluder. Laa closure was successful in all cases. One patient who was discharged with half-dose apixaban after implantation of a 40mm watchman flx pro device experienced a transient ischemic attack 3 weeks post-implant. The patient's apixaban dose was increased to 5mg twice daily. The patient's 6-week transesophageal echocardiogram revealed the presence of a peri-device leak. The leak was subsequently closed at 2 months.

Manufacturer narrative:
Literature citation: gianni c, et al., (2025). Percutaneous aspiration thrombectomy in patients with persistent left atrial appendage thrombus. Jacc: clinical electrophysiology, vol. 11, no. 11. Http://doi.org/10.1016/j.jacep.2025.06.018 detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) # and other specific product information. With all the available information, boston scientific (bsc) concludes: device history record review: the batch number of the watchman flx pro closure device was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Device technical analysis: the watchman flx pro closure device remains implanted, therefore returned device analysis could not be completed. The attached literature article contains medical media which was already reviewed by authors of the publication. No further review was performed by boston scientific. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The IFU lists "implant did not seal", and "transient ischemic attack (tia)" (medication required) as potential adverse events. Risk review: a risk review was completed and confirmed that the events of implant did not seal and tia were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: bsc has assigned an investigation conclusion code of known inherent risk of device.